Event description:
The fixture in tooth location 7 lost integration and had to be removed after over 1 year of implantation. The doctor did not indicate any contributing factors for the implant removal.